Manufacturer narrative:
E1:name: ypsomed ag street: weissensteinstrasse 26 city: solothurn country: switzerland phone: +41 34 424 45 51 postal code: ch-4503 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where infusion set tape is not sticking on (B)(6) 2026.